Event description:
The initial reporter alleged an increase in initially reactive (ir) results when using the hiv combi pt elecsys cobas e 200 v2 assay on the cobas e 602 module. One specific example provided involved a sample tested on (B)(6) 2021, which generated an initially reactive result of 1.61 coi. Upon re-testing the same sample, results of 0.224 coi and 0.237 coi were obtained, both of which were non-reactive.

Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that results were within expected ranges. However, slightly lower calibration signals for cal 2 were observed at the customer site compared to internal release data. Alarm trace analysis identified 23 aspiration alarms, likely due to sample clots, and 20 liquid level detection (lld) alarms, likely related to bubbles on the samples. These factors may have contributed to the initially reactive results. Pre-analytical handling, including centrifugation parameters and the absence of recommended tube rack adapters for 13mm tubes, was noted as a potential contributing factor. The analyzer was confirmed to be operating within specifications based on the available data, and no unusual system behavior was identified. A definitive root cause for the reported event could not be determined, but sample handling and pre-analytical factors were identified as likely contributors.